Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned for analysis. External insulation abrasion was noted at 9.9-10.1cm, 13.0-14.0cm, 13.4-13.6cm, 13.5-13.9cm, 30.0-30.8cm, and 32.5-33.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 6.6-9.0cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion under the rv shock coil was noted at 6.4-6.6 cm from the distal tip. The etfe coating was abraded at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.